Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed "occlusion downstream". The drug being infused was 5fu. A continuous infusion rate of 2.4 ml/hour had been programmed; with a total reservoir volume of 111 ml. The length of infusion had been set to 46 hours. The error was not resolved and switched to another pump. The patient was not medically affected. The event occurred while in use with patient at patient's home.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.